Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. [Omitted information from (B)(4): loss of symptom control, also see general text for omitted information] the patient reported they initially had a really bad infection when they had implant surgery, but that infection had resolved. No further detail was provided with regard to the infection. No further complications were reported or anticipated.